Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch and adhesive and no issues were observed. No malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kits were reviewed and the dhrs showed the freestyle libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness and convulsion. The customer was unable to self-treat and was provided treatment of honey provided by a non-healthcare professional. The customer was also seen at a medical facility where they were provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached, and the customer was unable to obtain glucose readings. As a result, the customer experienced loss of consciousness and convulsion. The customer was unable to self-treat and was provided treatment of honey provided by a non-healthcare professional. The customer was also seen at a medical facility where they were provided unspecified treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.